Event description:
It was reported that during implantable pulse generator (ipg) follow up check, was not able to interrogate the device with two different programmers due to telemetry issue encountered. No magnet test performed. Patient will be monitored with follow up visit. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.